Event description:
It was reported to philips that the allura device would not start up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the pd.assy.pdm and the pd.scomp.dcps power supplies. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found that the issue was due to faulty pdm power supply located in b cabinet. To resolve the issue, fse replaced the pd.assy.pdm and the pd.scomp.dcps power supply and returned to philips for further analysis. The analysis confirmed the malfunction of the power distribution assembly and identified electronic defect such as no power to pdm and missing fuses. Following the replacement of the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.